Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not properly performing the air removal step when filling the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer acknowledged user error. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. No treatment was needed for the elevated bg.